Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel perforation and hemorrhage are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that during the placement of the coil and microcatheter (subject device) at the target lesion, the aneurysm was perforated resulting in a subarachnoid hemorrhage. The physician placed the coil from outside of the aneurysm and deployed two additional coils to stop the bleeding. The procedure was successfully completed.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the placement of the coil and microcatheter (subject device) at the target lesion, the aneurysm was perforated resulting in a subarachnoid hemorrhage. The physician placed the coil from outside of the aneurysm and deployed two additional coils to stop the bleeding. The procedure was successfully completed.